Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 240 mg/dl and the sensor glucose was 51 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 50, 51, and 55 mg/dl and suspend on low limit in sensor settings was 80 mg/dl and 300 mg/dl. The customer also reported that they had high blood glucose of almost 500 mg/dl the day before. Customer was treated with injection at the doctor's clinic. Customer declined troubleshooting for high reading. The sensor will not be returned for analysis.